Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the control bar was not in the correct position. The device was missing a e-ring. The ball plunger and lever were not built correctly. The control bar was adjusted. The lever, ball plunger, motor, bearings, throttle gasket, pin, and rings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that during unknown timing the device was skipping. It is unknown if there was patient involvement or impact. Due diligence information in process. No additional information available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.